Manufacturer narrative:
Unit passed the rewind, displacement, basic occlusion, occlusion, prime/a33 and no delivery test. No excessive no delivery alarm noted.

Event description:
Customer called in regarding no delivery alarms. Troubleshooting per dop. Current bg is 494 and has treated with pump. Bg has been high all day. Customer reported they had gone to an emergency room due to high bgs. Nothing further reported.